Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found that the alignment to the g8 dilution well was bending the needle. The fse replaced the sample needle then aligned the y position to the rack sampling position (sample tube) with sysmex racks. He also adjusted and aligned the x1-mechanism (pusher foot). The fse cleaned and lubricated the sample rack alignment roller then performed a rack rotation. The test passed with the proper sample rack alignment roller operation. The fse ran precision and quality control. All results were within acceptable range. All errors cleared and the g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from (B)(6) 2016 through (B)(6) 2017. There were two similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 troubleshooting is as follows: error message: 706 syringe-l error, explanation: operation error in syringe-l, countermeasure: inspect syringe-l; execute smp. Reset, error level: 2, alarm level: 1, print: 1. The most probable cause for 706 syringe l-error was the sample loader y position was out of alignment for the dilution well and rack sampling position.

Event description:
On (B)(6) 2017, a customer reported error 706 syringe l-error on the g8 instrument. The customer stated that the sample needle was bent. The sample needle hit the plastic and not the rubber on the instrument. The customer was unable to run patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.